Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for the post-implant pre-discharge interrogation. Upon interrogation, the lead exhibited high impedance and capture thresholds. A lead dislodgement or perforation was suspected. The lead was repositioned on (B)(6) 2018. The patient was stable during and after the procedure.